Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for future occurrences, after which the customer successfully reset the pump and was advised to continue using it as normal.